Manufacturer narrative:
Patient information is unknown. Date of device breakage is unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the tip of the extraction screw broke off intraoperatively. There was no surgery delay or patient harm reported. This report is for an extraction screw for pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.411; franchise lot: 9940884; manufacturing date/release to warehouse date: june 02, 2016; manufacturing site: bettlach. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation selection : investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: the received extraction screw f/pfna blade shows that almost entire length of the threaded tip section has broken off. The broken piece was not returned. Dimensional inspection: because of the damage and the missing broken part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: this extraction screw for pfna was made from the sub-component 60033538. The component is not lot tracked. Therefore, the last three potential work orders that were produced prior to lot 9940884 were reviewed. The review has shown that with 1.4123 the correct material was used, and that the hardness was with 592 ¿ 608 hv10 within the specification of 580/+40 hv10. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, and without any further details, it is unfortunately not possible to determine the exact cause of the tip damage. We can only assume that an unforeseen high mechanical force led into a material fatigue which finally caused the broken tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.